Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Initial reporter not available from site. The computer was returned to the manufacturer for analysis. Analysis found that the computer will intermittently show no video. After replacing the video card with a known good card, the computer functioned normally. The computer has a bad graphics card. Analysis found that the reported event was related to a computer component issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that a no signal was indicated during the procedure. The system was attempted to reboot multiple times but could not be restarted. The procedure was completed without the use of navigation. There was no delay to procedure. No known impact on patient outcome.